Event description:
It was reported that a patient underwent a renal allogeneic transplantation+surgeries: donor kidney removal+surgeries: kidney repair procedure to suture the iliac artery on(B)(6) 2023; and a suture was used. During the procedure, the doctor found that there was no needle at the end of the suture. X-ray confirmed that there were no foreign object left in the patient. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, and the following was obtained: - was there any adverse consequence associated with the patient? Unknown - was there any additional tissue damage as a result of searching for the needle piece? Unknown - what is the surgeon's opinion of consequences to the patient? Unknown to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the patient was a male of unknown age. On (B)(6) 2023, the patient underwent "main surgery: renal allograft transplantation < right > + donor kidney extraction < left > + renal repair < left >" in hospital. The surgeon used pdp149h for iliac artery sewing (the specific sewing method was unknown) during the surgery. The pull off suture needle occurred during sewing. The doctor immediately look for the needle around the incision, surgical field and operating table. The patient was given intraoperative x-ray examination to assist in finding the needle. After reading the x ray film, it was confirmed that no foreign body was left. The surgeon decided to give up the searching and routinely end the surgery. The needle was not found finally. This event prolonged the surgery time by about half an hour and caused additional radiation damage to the patient due to film screening. The patient recovered well currently and was discharged smoothly. No subsequent adverse events were reported.